Manufacturer narrative:
The patient weight was not provided. Device unique identifier (UDI)# (B)(4). Approximate age of device: 12 days. The device was returned for analysis. Evaluation is not complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2016. It was reported that on (B)(6) 2016, the patient¿s blood pressure was labile, but there were no real volume issues or hemodynamic instability. The night rn reported low flow alarms and pump stoppage events and decided to exchange the system controller. The nurse attempted to exchange to the backup system controller, but reported that the connection could not be made after two attempts, so the primary system controller was reconnected. No further pump stoppage events were reported. The following morning, due to an unrelated line in the display screen, the system controller was exchanged to the backup without difficulty. A review of the system controller log file by the manufacturer¿s technical services representative found two brief, three second pump stoppage events at 1:33am and 1:34am, and two low speed events at 12:48am and 2:56am. It was reported that no further low speed or pump stoppage have occurred since (B)(6) 2016. Incidentally, the patient¿s post-operative course has been complicated due to difficulty weaning from the ventilator. The patient was extubated on (B)(6) 2016, re-intubated on (B)(6) 2016, and a tracheostomy was performed due to continued failure to wean. The patient remains on low dose epinephrine, dobutamine and nitric oxide. No additional information was provided.

Manufacturer narrative:
Additional information. The patient¿s backup system controller remains in use supporting the patient. The patient¿s primary system controller was returned for evaluation. Corrected information. The serial number of the patient¿s backup system controller is (B)(4). (B)(4). The serial number of the patient¿s primary system controller is (B)(4). The investigation could not confirm the reported event of difficulty connecting the driveline to the backup system controller as the backup system controller was not returned for analysis. It was reported that the vad coordinator exchanged the system controller the following day with no issues, and nothing atypical was noted during a visual inspection of the system controller at that time. A review of the device history records revealed that the device met applicable specifications. The primary system controller was received for evaluation. The reported pump stoppages were confirmed through the analysis of the log file retrieved from the returned system controller. During the pump stoppages, the recorded pump power level was above 10 watts. The returned primary system controller was functionally tested and found to operate as intended during analysis. Atypical pump stoppages were not observed or reproduced. A root cause for the momentary system stoppages could not be conclusively determined. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the overnight nurse was unable to connect the driveline to the backup system controller and have it lock into place. The manufacturer's clinical consultant was present when the hospital's vad coordinators successfully exchanged the system controllers. The clinical consultant inspected the backup system controller at the patient's bedside and found no abnormalities with the device. Specific details on why the nurse had difficulty exchanging the system controllers could not be obtained. The clinical consultant provided additional training on exchanging system controllers at the patient¿s bedside. The backup system controller remains in use supporting the patient.